Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: MDR decision date: (B)(6) 2013. (B)(6) 2013 - seh. No serious injury alleged. Malfunction alleged. Provider states stuck in elevate. MDR filed.